Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.

Event description:
It was reported that one month post-implant there was very high atrial lead impedance with no sensing and no capture. Atrial lead was repositioned due to a suspected set screw issue. After the revision there was lead noise, inhibition and bradycardia. It was further reported that the doctor was reluctant to re-operate on the patient due to multiple comorbidities. However, both the device and lead were removed and replaced due to intermittent loss of capture, significant oversensing and high and unreliable lead impedances. No patient complications were reported as a result of this event.